Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.